Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (would not power on) has been confirmed. Upon investigation the monitor would not power on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (would not power on) has been confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to an open fuse f600 on the computer/analog board. The cause of the open fuse was a short near the j1 main battery connector. The root cause for the short could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.